Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09007.

Manufacturer narrative:
Device lot number was inadvertently omitted from the initial submission. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference 1627487-2015-09007.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09007. It was reported the patient experienced persistent pain at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2015. The anchor was explanted and replaced with a new model during the procedure. Follow-up identified the issue is resolved. The patient received 2 swift-lock anchors. It's undetermined which lot number was explanted.